Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The occlusions were resolved by either resuming insulin therapy or performing an infusion set site change. The customer's blood glucose level was in the 180's mg/dl range.